Manufacturer narrative:
Section b5: additional information received per the medical records indicate that prior to the index procedure the patient experienced abdominal pain associated with nausea, vomiting and diarrhea. She had been seen in the emergency room. The patient was severely dehydrated, had severe thrush, poor skin turgor and tachycardia. The patient had atherosclerotic heart disease and had stents previously placed. Imaging scans reveal a right renal mass, a 6mm to 7mm nodule in the terminal ilium, external hemorrhoids, internal hemorrhoids diverticulosis, gastritis and antral erosions. One week prior to the index procedure the patient underwent a small bowel resection, right hemicolectomy and small bowel transverse colon anastomosis with a mesenteric biopsy and wedge resection of the right kidney. The pathology revealed carcinoid as well as renal cell cancer localized in the kidney. Post-procedurally the patient became acutely hypoxic. A computed tomography (CT) noted that the patient had small pulmonary veins and pulmonary embolism. A repeat CT scan showed marginal collection of postoperative hematoma around the right kidney. One day prior to the index procedure the patient was scheduled to be discharged; however, on that day the patient became acutely hypotensive and pale. She was transferred to the intensive care unit (ICU). The trapease filter was implanted. On the same day, following placement of the inferior vena cava filter (ivc), there was an evacuation of the mass of intra-abdominal clots and application of hemostatic agent to the wedge resection site of the right kidney. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), tilting of the filter and the filter was embedded in wall of the ivc. The patient became aware of the reported events approximately twelve years and ten months after the index procedure. The form states that there have been no attempts to remove the device. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had atherosclerotic heart disease with previous stent implantations. The patient is also reported to have had a recent small bowel resection, right hemicolectomy and small bowel transverse colon anastomosis with a mesenteric biopsy and wedge resection of the right kidney. Pathology findings of this biopsy revealed carcinoid as well as renal cell cancer localized to the kidney. The patient later presented to hospital with abdominal pain, nausea, vomiting and diarrhea. The patient was noted to have severely dehydrated, had severe thrush, poor skin turgor and tachycardia. Diagnostic testing and examination revealed a right renal mass, a 6mm to 7mm nodule in the terminal ilium, external hemorrhoids, internal hemorrhoids diverticulosis, gastritis and antral erosions. Post-operatively, the patient became acutely hypoxic and a computerized tomography (CT) scan revealed that the patient had small pulmonary veins and had developed a pulmonary embolism (pe). A repeat CT scan revealed a post-operative hematoma around the right kidney. Prior to being discharged, the patient became acutely hypotensive and pale. The patient underwent filter implantation. This procedure was followed by evacuation of the mass in intra-abdominal clots and the application of a hemostatic agent to the wedge resection site of the right kidney. Approximately twelve years and ten months after the filter implantation, the patient became aware that the filter had tilted and become embedded in the wall of the inferior vena cava (ivc). In addition, filter strut(s) had perforated outside the ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records state that the patient has a history of pituitary adenoma, djd, cad with stenting, hypertension, hyperlipidemia, copd, anxiety/depression, multiple cancers (colon, renal and ovarian) s/p multiple surgical interventions, irritable bowel syndrome, chronic back pain and gurd. The ivc filter implantation was followed by exploratory laparotomy for evacuation of intrabdominal clots, and hemostatic agent application to right kidney s/p wedge resection operative site. Imaging noted the ivc filter at the l1-l2 level. Approximately one month post implant, a CT scan of the patient¿s abdomen revealed an ivc filter in place and a large hematoma involving the right kidney. Three months post the CT scan, the patient was admitted for abdominal pain. The patient was diagnosed with addison¿s disease. Imaging noted the ivc filter at the right aspect of the l1 ¿ l3 position, unchanged from previous imaging.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient became aware that the filter had tilted, had become embedded and was associated with a perforation of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: filter tilt, embedment and inferior vena cava (ivc) perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records state that the patient has a history of pituitary adenoma, djd, cad with stenting, hypertension, hyperlipidemia, copd, anxiety/depression, multiple cancers (colon, renal and ovarian) s/p multiple surgical interventions, irritable bowel syndrome, chronic back pain and gurd. The ivc filter implantation was followed by exploratory laparotomy for evacuation of intrabdominal clots, and hemostatic agent application to right kidney s/p wedge resection operative site. Imaging noted the ivc filter at the l1-l2 level. Approximately one month post implant, a CT scan of the patient¿s abdomen revealed an ivc filter in place and a large hematoma involving the right kidney. Three months post the CT scan, the patient was admitted for abdominal pain. The patient was diagnosed with addison¿s disease. Imaging noted the ivc filter at the right aspect of the l1 ¿ l3 position, unchanged from previous imaging.